Manufacturer narrative:
D9: product received date 17-sep-2024. H3: one device was returned for repair. Review of event history found primary audible alarm service times. There were no previous repairs noted in the last 12 months. Functional testing revealed a faulty non-original equipment manufacturer battery that was causing different issues including the mentioned alarm, during infusion testing also found that the barrel clamp was not reading syringe sizes. Issues were solved by replacing with OEM battery and internal barrel clamp potentiometer. Pump passed all performance verification tests following repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an intermittent primary audible alarm. This issue is not related to physical damage/abuse. There was no patient involvement, and no patient harm/adverse event reported.